Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:01:22. During night drain cycle five, the patient's ultrafiltration reading was 1405ml, indicating the home patient (hp) drained 1405ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The device was tested and passed the homechoice return instrument test/ evaluation electrical test. The device was determined to meet electrical performance specification requirements. The device was tested and the device failed rite functional test, however, the failure was not related to the reported issue of iipv. A short simulated therapy was performed with no problems encountered. The device failed external/internal inspection, however, the failure was not related to the reported issue of iipv. The direct cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.